Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen stayed dark and would not turn on despite multiple attempts to power it on and charge it with known working outlet, tandem cable, and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer later tried replacement charging supplies without success, was instructed to rely on multiple daily injections if pump battery depleted, and was provided a replacement pump under warranty along with guidance on storage mode, returning malfunctioning pump within 10 days, and setting up and connecting replacement pump; customer understood and acknowledged all instructions.